Event description:
It was reported that during impaction, the patient's trochanter was fractured when the inserter hit it. It was stated that the impactor was not able to be attached correctly to the implant due to an unknown irregularity with the insertion hole on the stem. A cerclage cable was used to treat the fracture.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.